Manufacturer narrative:
Correction : upon further evaluation, the leak was discovered to be at the y- connection of the dianeal pd-4 w/ 2.5% solution bag and not between the solution bag and the previously reported cassette. There was no cassette defect involved in this event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Report source: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the connection point between the cassette and the bag leaked. This occurred before use. There was no patient injury or medical intervention associated with this event. No additional information is available.